Manufacturer narrative:
One therapy ablation catheter was received for evaluation. The catheter was returned due to noise on the signal from electrode 2. Dissection of the catheter shaft revealed conductor wires 2-4 had been fractured consistent with the reported noise issue and the open circuit. An incidental finding upon evaluation confirmed the 4th electrode was bent and there was a tear in the catheter shaft that exposed the internal conductor wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wires is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming exposed internal wiring.